Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer dispatch was cancel due to customer cancelled the work order. The customer rebooted the drawer to resolve the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a half cubie drawer was not open. The customer reported that the malfunction occurred when the user tried to dispense medication, resulting in a delay that required nurses to retrieve medication from an alternative station or pharmacy. There were no adverse events or injuries reported based on this event.